Event description:
It was reported that an alarm was not transmitted to three other rooms via bed-to-bed overview. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that an alarm was not transmitted to three other rooms via bed-to-bed overview. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.